Manufacturer narrative:
The failure investigation has been completed and the alleged battery charging issue was verified in the pump logs; however, no failure was identified. Based on the analysis, the alleged pump time issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. There was no adverse impact to the customer¿s blood glucose level. Additionally, it was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. Reportedly, the customer continued to use the pump and contacted the healthcare provider to obtain alternate insulin therapy.